Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there were multiple alarms generated including gas gain, gas loss, and autofill failure. The iab pump (iabp) was changed, but it did not resolve the issue. A new iab was inserted to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Analysis of production records; 3331. Reference complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there were multiple alarms generated including gas gain, gas loss, and autofill failure. The iab pump (iabp) was changed, but it did not resolve the issue. A new iab was inserted to continue therapy. There was no reported injury to the patient.